Event description:
It was reported that a spectrum pump displayed system error 105, it was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported system error 105, which was not reproduced. System error 105 was confirmed during a review of the event history log and caused by dislodged component on the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.